Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found disconnected tubing at wm12 (aspiration/backwash line) and the rear blood detector. The fse replaced the tubing, resolving the leak. Failure mode was related to disconnected tubing at wm12 (aspiration/backwash line). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 2 tablespoons of clear fluid had leaked from an unknown source above the blood sampling valve (bsv) on the coulter lh 500 hematology analyzer and onto the counter top. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.